Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that she had issues removing the air bubbles from the infusion sets and reservoir. The reservoir came out the bottom of the insulin pump when she attempted to remove the air bubbles. The air bubbles persisted after the infusion set change. Customer's blood glucose level was not reported. The device was not returned.